Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump doesn't recognize the door is closed after tube set has been loaded during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d4: unique identifier (UDI) # the device was received for evaluation. During functional testing, the reported problem "cannot recognize door close after tube set has been loaded" was reproduced. Evaluation found door difficult to close. A review of the event history log confirmed "shut door - power off" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the link & link switch. The link & link switch required to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.